Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up # 1 date of submission 08/05/2016 -device evaluation: the pump has been returned and evaluated by product analysis on 07/13/2016 with the following findings: a visual inspection of the pump revealed a crack in the battery compartment. There was evidence of moisture contamination observed on the underside of the battery cap. Unrelated to the complaint, investigation revealed the pump alarmed with a call service (cs 069) during power up. The call service 69 failure was written to the black box as a call service 87 failure. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Also unrelated to the complaint, the audio bolus button cover was found to be torn. The response of the bolus button was not able to be tested. Further testing and completion of the download was not able to be performed due to due to cs 069 alarm. (B)(4).